Event description:
One patient with discrepant total bilirubin results. Initial result gave 14.8 mg/dl, sample repeated twice on two different analyzers - same methodologies gave 40 mg/dl and 14.8 mg/dl. Erroneous result was not reported. The field service rep determined the sample probe was misadjusted, and re-aligned the probe. Performance test were performed which were within specifications.